Event description:
2024-apr-12: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that they have not used their implant since 2016 when they had their lumbar surgery done. Patient stated they stopped using their implant in 2016 because they had an accumulation of other problems in their body and over time and changes in their bodily musculature, they had developed a whole bunch of other things. Patient mentioned that it appears that the battery for their implant has risen to the top of their skin near the surface and they are supposed to be elevating their feet at night, but they lay at sort of an angle and when they lay on the implant at night it hurts. Patient wanted to know if they could have the implant removed and that was the main reason that they were calling and requesting information on an upcoming appointment. Patient reported that there was an appointment made for them on may with a spine doctor; patient noted that the appointment was made by a physician's office. Patient noted that they are very unsure of the appointment and their device; patient followed up saying that they have been having issues with their implant and only charge it when they need an MRI. Patient noted that they would like to remove their implant but no one wants to; patient said that is why the appointment with the spine doctor was made. Patient mentioned that they have had their implant for 9 years and they know that it is time to either get it replaced or have it removed; patient mentioned that they are not interested in having the implant replaced because of the pain that it causes them at night. Patient added that the purpose of the implant was to assist with their right leg, but once they got their lumbar surgery there was no need for the implant as the lumbar surgery took care of the leg. Patient reported that they have charged their implant up for many mris and that it works fine but that the implant is not needed. Patient stated that if they had the leads pulled then bleeding and scar tissue issues would start and t hey are very fragile and do not want to make themselves worse. Patient noted that they really want to speak with the surgeon about their future and implant future because they are not sure what to do. 2024-jun-04: additional information was received from the patient. They reported that they had not used the implant since (B)(6) 2023. They talked to a manufacturer representative (rep); they had an appointment with a surgeon. The issue is not resolved. They plan to schedule surgery to remove the battery and leads if possible.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.